Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-01872.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coil and pod10. During the procedure, the hospital technologist experienced resistance while advancing the ruby coil and pod10 through a non-penumbra microcatheter at the back table. Therefore, both coils were removed. The procedure was successfully completed using additional ruby coils and the same microcatheter.